Event description:
The complainant reported that an esthetic contour zi abutment (part and lot numbers unk) had been placed in a pt, but 6 months subsequent (date of event unk) to the dental restoration, the abutment fractured during function. There was no adverse effect to the pt as a result of this reported problem.

Manufacturer narrative:
The doctor was unable to report the lot number of the abutment at issue in this complaint, consequently, the device manufacture date could not be determined. The clinician also reported that the pt's tooth was "extraordinarily long". He further reported that the pt's "crown root ratio was unfavorable", and given these pt factors, a metal abutment, rather than the zi ceramic abutment would have been a better choice. Visual analysis confirmed the complaint condition that the abutment fractured, as the abutment was found to be fractured at the base, and also appeared to have been modified, which can lead to abutment fracture. Due to the inherent nature of material use for ceramic abutments, failures of this nature are not unexpected. The doctor reported that he felt the pt factors contributed to the abutment fracture. Another probable cause of this zirconia abutment fracture is the modification with the drill/burr that was performed. Another potential root cause of this event could have been an excessive torque force used to secure the abutment screw. A torque setting over the recommended 30 ncm can result in fractures toward the base of the zirconia abutment. The root cause of this event is likely attributed to user technique and/or operational context, as well as pt factors. (B)(4).